Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section a.1 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.